Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused medication to the patient. The device administered the complete medication dose faster than expected. The device was filled with fluorouracil (4300mg; 86 ml) and sg5% (29 ml) with a total volume of 115 ml (37,39 mg/ml). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from may 18, 2020 - may 19, 2020 h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.